Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge had a "crooked neck" and did not fit properly on the pump. The customer changed cartridge and was able to resume insulin delivery. Customer's blood glucose level was 204 mg/dl.